Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5088408) on 14-aug-2019. The most recent information was received on 21-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the same time essure was placed". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), medical device discomfort ("metal was coming out and poking"), anxiety ("anxiety"), hypersensitivity ("allergy to everything including nickel"), allergy to metals ("allergy to everything including nickel"), cyst ("cyst"), depression ("depression"), thyroid disorder ("thyroid low") and acne ("acne") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, medical device discomfort, anxiety, hypersensitivity, allergy to metals, weight increased, cyst, depression, thyroid disorder and acne outcome was unknown. The reporter provided no causality assessment for acne, allergy to metals, anxiety, autoimmune disorder, cyst, depression, hypersensitivity, medical device discomfort, pelvic pain, thyroid disorder and weight increased with essure (ess205). The reporter commented: an intervention (other serious important medical event)was mentioned but not specified and/or assigned to one of the event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5088408) on 14-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune disorder ('autoimmune') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the same time essure was placed". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), medical device discomfort ("metal was coming out and poking"), anxiety ("anxiety"), hypersensitivity ("allergy to everything including nickel"), allergy to metals ("allergy to everything including nickel"), cyst ("cyst"), depression ("depression"), thyroid disorder ("thyroid low") and acne ("acne") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, medical device discomfort, anxiety, hypersensitivity, allergy to metals, weight increased, cyst, depression, thyroid disorder and acne outcome was unknown. The reporter provided no causality assessment for acne, allergy to metals, anxiety, autoimmune disorder, cyst, depression, hypersensitivity, medical device discomfort, pelvic pain, thyroid disorder and weight increased with essure (ess205). The reporter commented: an intervention (other serious important medical event)was mentioned but not specified and/or assigned to one of the event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.